Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted, as placement difficulty was encountered. The physician tried to remove the lead, but the helix was stuck in the interseptal tissue. During the extraction the helix started to get deformed and was finally broken. The broken helix was not possible to be removed from the patient's interseptal tissue. This lead was successfully replaced and is not expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.